Event description:
It was reported that a patient implanted with an impella 5.5 experienced epistaxis and gastrointestinal bleeding, resulting in hematochezia. Red blood cells were transfused to the patient. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
No product was returned for investigation. The cause of the epistaxis was not determined due to insufficient clinical details. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The device passed all post sterile inspection checks.